Manufacturer narrative:
The hill-rom tech found the bead right caster not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right head caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right head brake caster still rolling with a brake set. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).